Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2023030750. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030750 for similar events and no other complaint was identified. The customer did submit images for the reported event. Image shows drive feature to be worn/damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The drive feature have been identified as damage through submitted image from the customer. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: iipdtul, internal connection universal placement driver tip - long/lot# unknown. D10: iipdtus, internal connection universal placement driver tip - short/lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver was spinning in the middle of implantation of the implant at tooth location #29. Therefore, a new implant of the same product was replaced and implanted. There was no problem using the same driver tip.